Manufacturer narrative:
H6: the reported 4.5mm healicoil sa pk anchor system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customer's complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. The instruction for use outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10. H3, h6: the reported 4.5mm healicoil sa pk anchor system, used in treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Multiple distal threads have been broken off from the anchor and numerous other threads are cracked and are missing small fragments. An exact root cause cannot be determined with confidence with the limited clinical details that were provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. Excessive forces applied during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, the healicoil anchor broke while insertion. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.